Event description:
Account reported experiencing overcorrections. The patient presented one month post treatment with overcorrection of 0.75 diopters in right eye and 0.50 diopters in left eye. The patient also presented at 2 weeks post treatment with micro striae in his right eye and the flap was refloated.

Manufacturer narrative:
(B)(4). Field service visited the account after the event and performed a system checkout. The excimer system required adjustment. The design system was also checked and found that test eye b was reading higher on the sphere reading. Checked test eye a and found that the readings where within specifications. This would have not caused or contributed to the microstriae. The femtosecond laser was not checked as there was no indication that the system caused or contributed to the reported event. In addition the account didn't request an equipment check. All pertinent information available to abbott medical optics has been submitted. Placeholder.